Event description:
Pt reported problems with bayer contour next test strips. Pt opened a brand new box of test strips and inserted the new test strip into the meter (pt did not put blood on strip prior to inserting) - verified this step with pt present. Was present when pt opened the first new box of test strips. Meter flashed "test strip used" (no error code given). Tried multiple other test strips from both bottles in the new box with same error message. Pt got a second new box of test strips and error message did not occur. Pt was able to continue with the second box of test strips with no reported error messages of these test strips being "used."